Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer's blood glucose level was high. The customer changed out the cartridge, infusion set, and the infusion site.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.